Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 70 and blood glucose was 37 mg/dl which was treated with orange juice. Customer reported to be pregnant and sensor is not alerting when low. Customer reported that when sensor was removed, cannula was bent. Customer was advised that sensor would be replaced. Troubleshooting was performed on glucose monitoring system and test passed.